Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4.0 received the lowbatteryalert (104) on 09/11/2025 03:33:00 after more than 7 days at 16.79 days. Battery cycle 3.0 received the lowbatteryalert (104) on 08/24/2025 22:27:00 after more than 7 days at 16.5 days. Battery cycle 2.0 received the lowbatteryalert (104) on 08/08/2025 09:29:00 after more than 7 days at 16.43 days. Pump delivered 69 bolus deliveries on the event date of 09/13/2025 at 01:07:25.000 to 09:22:23.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, broken battery tube threads, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, retainer knit line damage, and partially broken retainer. Unable to verify customer¿s complaint for low bg¿s. No device problem was noted during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the label. Stuck button error was not confirmed during testing. Blank display was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Moisture damage was noted found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a stuck button alarm, power loss alarm and a blank display on the insulin pump. The customer also reported that the insulin pump was broken and the serial number on the back of the insulin pump was faded and worn out. Blood glucose value at the time of event was 90 mg/dl. The event involved product(s) mmt-7040a, mmt-332a, mmt-874a, mmt-1884l. Troubleshooting was declined by the customer for low blood glucose event. Troubleshooting was partially performed for the stuck button alarm, power loss alarm and blank display as the customer declined further troubleshooting. Troubleshooting was performed for the label damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-874a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.